Manufacturer narrative:
Follow-up # 2 - 5/25/2015 correction. The report date in follow up #1 should read 05/15/2015 and not 04/15/2015.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging labeling issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 3 - 6/10/2015 correction. Two test strip lot # were returned for investigation, they were 3592234 and 3587061. Both lot # were evaluated by lifescan product analysis and both were found to have the same issues as described in follow-up # 1.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips failed testing. The test strip vial was evaluated and found to have been over-labelled. During testing, a secondary issue was observed. The test strips failed testing. The test strips were evaluated and found to have been designated for country different to the customer country. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.